Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and an unopened foil pouch. The device was visual inspection. No damage or issues were noted during component inspection. Functional testing was performed by mating the sheath and locator to check for proper blood inlet hole alignment. The components were able to be mated and blood inlet holes of the assembly were aligned. The angio-seal device was returned for evaluation. No damage or issues were noted with the returned sheath and locator during sample investigation and functional testing. As a result, the complaint could not be confirmed. The exact root cause could not be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported the angio-seal arteriotomy locator was introduced into the angio-seal sheath, the blood inlet and outlet holes were not matching up. Another angio-seal was opened and deployed successfully without incident. The procedure performed prior to the use of the angio-seal device was a stroke thrombectomy.